Event description:
Ge preventive maintenance checks discovered improper installation may have occurred and 4 screws may have been omitted giving the potential for the monitor to fall. Our biomedical technician checked the mounting and the screws were there, so there was not the potential to fall. No patients or staff were harmed.